Manufacturer narrative:
Pr 10169089 follow up a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 3142711. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Off label use. Product is single use. After expelling the solution it should be discarded, not to be used to draw blood. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received when the patient was flushed and sealed, the core rod and piston were separated when the blood was withdrawn, and the family saw that they had doubts about the quality of the equipment used in the hospital, so they replaced the catheter irrigator with a new one, and they were fully communicated with and understood.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text: see h10 manufacture narrative.

Event description:
When the patient was flushed and sealed, the core rod and piston were separated when the blood was withdrawn, and the family saw that they had doubts about the quality of the equipment used in the hospital, so they replaced the catheter irrigator with a new one, and they were fully communicated with and understood.